Event description:
The physician claims that the graft was implanted in 2006 for a thoraco-abdominal aortic aneurysm (taaa) procedure. Approximately two weeks following the procedure, the pt developed a fever (maximum of 39.2 c.) With no increase in the white blood cell count. The following medications were administered: for 3 days: pentocillin, for one day: meropen 1 g., two days: peniron. CT. 24 days after implantation, it was confirmed there was no graft infection. The patient's condition is reported as good. The graft appears, at this time, to have been left in.

Manufacturer narrative:
Following our investigation, since no sample is being returned for our investigation and since the source of the reaction is unknown and appears, at this time, to be undeterminable, our conclusion to the most probable root cause of the incident is unknown. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.